Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged within two days after implant. The physician suspected the dislodgement was due to excessive movement. The lead had perforated through the rv anterior wall, causing phrenic nerve stimulation and discomfort. The lead was explanted and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.